Event description:
Related manufacturer report number: 3006705815-2023-07476. It was reported that the patient's leads were not in the optimal position and as a result the patient did not have effective therapy. Surgical intervention was undertaken to reposition the leads on (B)(6) 2023. Effective therapy was established postoperatively.

Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the devices were not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.